Event description:
It was reported that the ventilator shuts off intermittently. Sometimes the ventilator will not power back on at all, regardless of power source. It is unknown if the ventilator was connected to a patient when the reported problem occurred.